Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to a "rough or irregular shape¿. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "gently insert rounded end of catheter into urethra." The IFU also states to "visually inspect the product for any imperfections or surface deterioration prior to use".

Event description:
It was reported that the catheter was difficult to insert. The patient was not able to fully insert the catheter for use. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter was difficult to insert. The patient was not able to fully insert the catheter for use. No medical intervention was reported.